Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow and white material were observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed creases on the anterior view that extended to the posterior view. A rent was discovered within one of the creases on the anterior view measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and white material observed. The device history record (DHR) for the lot number 6496473 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate profile 575cc saline breast implant, catalog # 3501690, lot # 6496473. Manufacturer¿s reference number: (b)().

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation on the left breast implant. As a result, the patient underwent removal of the implant on (B)(6) 2018.